Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the broken probe portion detached. The broken probe portion was returned and measured approximately 10mm in length. The ptfe pad (teflon pad) was inspected and found to be slightly worn but still intact, no missing fragment, and no metal exposed. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure two hand-pieces failed. A ¿probe damage¿ error message was observed on the generator with both devices. No device fragment fell into the patient. There was no bleeding reported. The hand-pieces were replaced and the intended procedure was completed with a third similar device. This is report 2 of 2.